Event description:
It was reported that the user received an urgent low-soon alert from the ilet system while their glucose was 85 mg/dl and trending downward; the user felt fine, planned to confirm with a glucometer, and to treat with glucose tablets as needed, and troubleshooting and education were completed. Customer care provided support that included user counseling, and product-use review. Investigation of this case revealed no device malfunction reported and that the event was consistent with anticipated glucose variability. No clinical symptoms associated with the hypoglycemic event. Outcomes included user self-management with oral carbohydrate intake and no need for medical intervention. It was concluded that the event represents hypoglycemia with an unclear cause, with appropriate user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.